Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm noted and passed displacement, rewind, basic occlusion, prime/a33 and no delivery tests. The insulin pump has minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed several no delivery alarms. The blood glucose reading was 8.0 mmol/l. The caller stated that the insulin pump could be rewound but would not detect the reservoir. The user stated that several infusion set and reservoir changes were performed, but the issue remained. The caller was advised that the device be replaced. Nothing further reported.